Manufacturer narrative:
The facility has not requested service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. (B) (4). (B) (4).

Event description:
Adverse event(s): "there was no patient involvement" (no patient involvement). Product problem(s): "frozen touchscreen" (no display or display failure). The nurse reported a frozen touchscreen. The system was switched out before surgery. The cases were completed as planned. There was no patient involvement.